Manufacturer narrative:
Reference number: (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia as a post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's wife reported that later the same day, the patient was in pain and shaking. She took the patient to the emergency room and he was admitted to the intensive care unit. The wife stated that the patient had silent aspiration and was told that the patient's saliva or gastric acid went to his lungs. An x-ray confirmed that he had pneumonia due to aspiration. The patient had inflammation of the lungs and was treated with an unknown intravenous antibiotic. On (B)(6) 2023, the patient was transferred to a regular room and was discharged on (B)(6) 2023 on oral amoxicillin and prednisone.